Event description:
Reported as "they sent a claim directly", follow up "gastro oesophagus reflux, lap band slide, put on weight +7 kilogram's and as a consequence, lap band removal +gastric by pass".

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, implant date and explant date. The info has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Band slippage and reflux are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."